Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 9 events were reported for this quarter. Product return status: 8 devices were received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status: 2 reported events were confirmed during testing. 2 devices were found to be affected by. 6 device evaluations are in progress. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 9 total events were initially reported. 9 previously reported events are included in this follow-up record.   This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 9 events were reported for this quarter. Product return status 8 devices were received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status 4 reported events were confirmed during testing. - 4 devices were found to be affected by internal corrosion. - 3 devices were found to be affected by broken down lubrication. 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corroded bearings. Additional information 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact.